Manufacturer narrative:
Evaluation: device is not available for evaluation. A review of the device history record accompanies this report. Device analysis: device being used for: treatment. Direct product analysis was not possible, as the unit was not returned for evaluation. No other complaints have been received for this particular batch of finished goods. The device history record was reviewed and no issues or discrepancies were found, which could potentially relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. Boston scientific mfg processes include extensive testing and inspections to ensure each product meets or exceeds all material, assembly and preformance specifications. Additional info received through a company rep indicated that: the microcatheter used in this case was a concourse 14 from micrus. The coil was inspected before deployment. No power was applied before the coil detached. The coil detached at the detachment zone. Continuous flush was maintained during the procedure. Compatibility between the concourse-14 microcatheter and the gdc system has not been established by boston scientific, as stated in the direction for use. The cause of the event cannot be determined. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to us without our independent verification as to its accuracy, completeness, or causal relationship to the product.

Event description:
Boston scientific was notified that during an event the gdc 10-standard synerg detection circuit detached from the pusher wire during repositioning. No extreme or uncontrolled movements during repositioning. The reason for the repositioning was to give the coil a better form inside the aneurysm. No complication with the pt, treatment was easily continued.